Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 26-may-2026, additional information was received which indicated that there was no problem during the modeling period. The infusion pump did not report any errors, and it was found that there was no output outside the body. Strong exclusion was carried out to resolve the irrigation issue. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of the ablation. Therefore, the event was reassessed as MDR reportable with an awareness date of 26-may-2026.